Event description:
An initial event notification was received by sequel med tech, llc, on 23-mar-2026 and forwarded to millyard advanced medical products, llc on the same day. It was reported that the user passed away on (B)(6) 2026 following a hypoglycemic event while using the twiist automated insulin delivery (aid) system. According to the user's father, they typically used the twiist aid system with a continuous glucose monitor (cgm); however, the user was not wearing a cgm at the time of the event for an unknown reason. There were no reports of device alerts or alarms prior to the event. The user's blood glucose level at the time of death remains unknown.

Manufacturer narrative:
A specific root cause for the reported event cannot be determined with the information available for assessment. Millyard advanced medical products, llc, is performing an exhaustive investigation to secure additional information and the return of the device for forensic engineering evaluation. At this time, no components or additional information associated with the reported event have been made available to millyard advanced medical products, llc, for further analysis. A supplemental report will be filed once results are available.